Event description:
On may 8, 2006 the distributor reported on behalf of their customer the following incident: a 79 yr old female pt sustained a depressed skull fracture. The depression was found on CT but there was no epidural hematoma. The pt's bone was not osteoporotic and the pt had no reported major medical history. Although the location of the injury, at the point where the pin was inserted, was in a suture line, the bone thickness was determined not to be particularly thin. The physician has requested literature and publications related to depressed fracture occurrences in the us as well as identification as to the cause of the incident. It was further reported that at this time, the incident has not become a serious problem to the pt.

Manufacturer narrative:
To date the device has not been received for eval. An investigation has been initiated based on the reported information.